Event description:
It was reported that a patient died. A trans telephonic transmission alert and notified the clinic that the patient had an arrhythmia storm and received multiple defibrillation therapies, and eventually did not survive. The medical examiner stated that the patient's most likely cause of death was arrhythmia storm. No further information was able to be obtained.

Manufacturer narrative:
Of note, was unable to contact/find a (B)(6) at (B)(6) or at any branch of (B)(6). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.